Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia as well as customer alleging that the insulin pump was under delivering. The customer¿s blood glucose level was 402 mg/dl. Customer stated that they already changed the reservoir and infusion set two times but still their blood glucose readings were too high. Customer already called their doctor if what were the units of insulin they should be taking via manual injections. Customer stated that they checked alarm history and there were no alarm. Offer troubleshooting for high blood glucose but customer declined stated that they were ok. The devices will be returned for analysis.